Event description:
Caller reported that a malfunction occurred on the pump, displaying malfunction code malf 0. There was no reported impact on the customer's blood glucose level, as they declined to provide specific information. Customer was instructed to use a backup insulin pump to ensure insulin delivery was not interrupted and will receive a replacement pump with updated software. Tandem technical support confirmed shipping arrangements and provided instructions for returning the problematic pump.